Event description:
It was reported that the patient's blood glucose level reached 25 mmol/l (450 mg/dl). The pod was worn between 1 and 4 hours. Hyperglycemia treated with pen correction.

Manufacturer narrative:
Device was received with visible internal corrosion in the area of the batteries and fluid stains on the pcb. The data download showed that a 0x40 alarm was generated, indicating that 32 continuous pulses occurred before the next confirmed open was detected. The run ended with a rotational sensor error. A rerun could not be performed, the pdm failed to connect to the device. Investigations showed a tear in the not exposed portion of the soft cannula. It could not be determined what caused this tear. Fluid could be witnessed pouring out from this tear. It could conclusively be determined that this leakage caused the internal corrosion and the fluid stain on the pcb. It could conclusively be determined that this leakage caused the device going into alarm due to the fluid causing a rotational sensor error. It could conclusively be determined that this tear caused the device to fail delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.